Event description:
The customer reported a fiber cap/tip detachment outside the pt's body at 98,368 joules of use, during a prostate procedure. The case was completed with a second fiber. There was no report of injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report of a fiber cap/ tip detachment outside of the pt's body, is not considered a reportable event. Upon analysis of the returned fiber, the fiber cap/tip was found to be attached (no cap/tip detachment), however a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone was found. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the system fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.